Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) reported that the customer's ultrasonic gastrovideoscope's probe surface was peeling off during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should more information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the intended procedure type is unknown. However, the staff changed out device to complete the procedure with no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. As there was no available inspection data for this device, it was not possible to specify if the suggested phenomenon was due to stress, handling, or other factors. The instructions for use (IFU) states the following: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, having objects, or other irregularities." Olympus will continue to monitor field performance for this device.